Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Fse found that the customer put base reagent where the wash 1 reagent should be. The fse rinsed the wash 1 reservoir bottle and put fresh wash 1 on system. The fse followed up to verify qc and pts results were ok. System is operational. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Customer placed the base reagent in the wash 1 position on the advia centaur system, which caused discrepant tni and ckmb results on a pt sample. Tni results: original result - 2.0 ng/ml. Repeat result- 0.10; 0.10 ng/ml. Ckmb results: original result- 210 ng/ml. Repeat result- 4.0 ng/ml. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discrepant troponin ultra and ckmb result.